Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decrease impedance on the left ventricle (lv) lead was noted. Technical support was contacted. The lv lead remains implanted and the physician opted to continue to monitor the lv lead. The patient was in stable condition.